Event description:
Boston scientific received information that this lead is part of an implanted system that exhibited out of range values. The root cause of the values is not known. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.

Event description:
Additional information was received that the out of range values previously reported were not due to the device or the leads implanted in this patient. The patient's blood values were out of range due to anemia. No adverse patient effects were reported. The device and leads remain implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.